Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The main component of the system and other applicable components are: product ID 3387s-40, lot# va0tkv5, implanted: (B)(6) 2015, product type: lead; product ID 3387s-40, lot# va0tkv5, implanted: (B)(6) 2015, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40 lot# va0tkv5, implanted: (B)(6) 2015; product type: lead. Product ID 3387s-40 lot# va0tkv5, implanted: (B)(6) 2015, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient had an unrelated surgery in 2016, after which they began to feel a paraesthesia sensation on their left side from the scalp down to the lead/extension connection. The patient is able to illicit the same response by brushing their hair on that side, or by palpating the connection. The issue only occurs when therapy is on. All impedances were normal, except c8 is high. An x-ray was taken and nothing looked amiss or fractured. The paraesthesia sensation started weak, but it is now getting stronger. The patient is still getting good therapy for their essential tremor. No further complications were reported or anticipated.